Event description:
It was reported groshong catheter found to be bulging and leaking after 2 weeks of placement of the extension tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video of a groshong was returned for evaluation. An initial visual observation of the video showed the clear tubing of the extension leg of the catheter bulged near its distal end multiple times as it was apparently infused and pressurized. While a catheter aneurysm was observed, there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported groshong catheter found to be bulging and leaking after 2 weeks of placement of the extension tube. No other information was provided.